Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On sep 7, 2009, products were revised due to stem fracture found on x-rays.